Event description:
A baxter service technician found failure code 715:00 during servicing. The device was received by the facility's biomedical engineer with no report of this failure code. No info was available at this time regarding whether or not there was a report of any patient injury or medical intervention caused by the failure of this device. Info regarding whether or not the device was in use on a pt when the failue occurred was not available and no additional contact info was provide.